Event description:
It was reported that pump display showed only backlight with no graphics visible, which affected customer¿s ability to read screen and interact with pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.